Event description:
It was reported to philips that the system was unable to perform x-ray. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the requested information. The philips remote service engineer (rse) attempted to troubleshoot the issue remotely. Philips couldn¿t assist further due to a payment issue; the case went to back-office and stayed there. On 24-apr-2025, same issue happened, philips field service engineer (fse) was sent to the site and found the problem, after reviewing the log, fse found the reported malfunction. To resolve the problem, grid switch supervisor and the sib box unit was replaced by fse. After replaced the grid switch supervisor module, the system was restored to normal working order. The codes were updated based on the investigation outcome evaluation method code was corrected.